Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized with an unknown low blood glucose (bg) level; cause was unknown. Reportedly, the customer was found unconscious and cramping by customer's mother; customer's mother disconnected customer from the pump and gave crushed dextrose to wake customer. Customer's bg level was 72 mg/dl after treatment. Customer consumed carbohydrates and was given a saline sugar intravenous treatment by ambulance personnel to address the low bg. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. A system check was performed; no issues were identified with the supplies and the pump was found to be functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.